Manufacturer narrative:
Philips fse (field service engineer) verified the reported issue as "numerical instability". Fse confirmed the customer resolved the reported issue. No parts were replaced. No additional information provided. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the inspiratory positive airway pressure (ipap) is shaking. There was no patient or user harm reported. The event date was not specified; estimate used.